Event description:
Tech was testing the ivus system prior to the procedure. When attempting to pull back the ultrasound catheter of ivus system, the motor drive unit did not pull back the catheter.the manufacturer tested the unit, and could not duplicate the pull back failure, but did replace the unit.